Manufacturer narrative:
The phacoemulsification handpiece was not returned for evaluation against this medwatch. It was involved in add'l incidents and subsequently reported under medwatch 1920664-1996-851, 1920664-1996-852 and 1920664-1996-853. Evaluation of handpiece can be found as follow-up to the subsequent medwatch reports.